Manufacturer narrative:
This device has not yet been returned to the distributor.

Event description:
On (B)(6) 2019 zyno medical received a missed occlusion alarm issue of infusion pump from a distributor representative. The distributor forwarded the information from a user facility representative: "pump serial # (B)(4) would not alarm occlusion even with clamp on tubing. No patient harmed. Noticed by rn. Medication simponi aria." No information on patient gender was received by zyno medical. The distributor also provided the last date of periodic maintenance of this device as 06/05/2017.

Manufacturer narrative:
The reported occlusion alarm issue was not confirmed. Zyno medical received the test result on 06/21/2019 from the service provider. The affected device was tested on 06/13/2019 by the service provider and it alarmed within the specification of the 8psi and 30psi occlusion tests. The device was found to meet all specifications on 06/13/2019.

Event description:
This is a follow up report for the initially submitted MDR (3006575795-2019-00013).